Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation; a nurse handed the locking screw in question to the surgeon, the head of the screw broke off. The operation was completed using another screw. No broken part was left in the patient. No delay of the surgery was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Product was manufactured by mark two engineering. Review of synthes device history record revealed no complaint related anomalies for this product lot. The part was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the visual inspection of the returned device by the complaint handling unit revealed the screw was received with the screw head broken off from body of screw. The screw was manufactured in may 2013 according to our specifications. The investigation has shown that the head of the screw broke off of the screw. The investigation was not able to determine the exact cause which led to this occurrence.(B)(4)